Event description:
Boston scientific received information that patient implanted with this device, which was included in the shortened replacement window advisory april 2007 population product advisory, was lost to follow-up. Upon recent interrogation, the device was found to have declared end of life (eol) and current battery voltage was 2.16 v, with a charge time measurement of 30.7 seconds. Technical services was consulted and discussed that critical therapy was available, however, limited due to the extended charge time measurement. The boston scientific sales representative was to discuss with the patient's physician. Additional information was received that a revision procedure was performed and this device was explanted and replaced. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
At this time, the product has not been returned to boston scientific for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.